Event description:
It was reported that as the technician was rotating the c-arm using the c-arm switches; once she reached the desired position it continued for a tiny bit. The patient was moved out of the way. The technician nor the patient were injured. It was determined that the c-arm rotation switches were sticking. After the switches were replaced, the unit is working as intended.